Manufacturer narrative:
Evaluation summary: the bs-b1 is corroded after a short time. Correction information g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Event description:
The bs-b1 still corrodes after a short time. This event occurred at the time of reprocessing there was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.